Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a gas bubble was seen between descemet's membrane and the endothelium at the level of the secondary incision. The bubble was noticed during a laser-assisted cataract procedure, after uneventful incision cut and lens fragmentation. The bubble migrated from the anterior chamber opening to the corneal apex. Endothelial delamination occurred on one third of the cornea, relative to the with of the secondary incision. Semicircular corneal edema was observed. The patient was taken back to the operating room where a bubble was placed in the anterior chamber. No improvement was noted after two days. The corneal edema was persisting. The patient was hospitalized. Additional information has been requested.

Manufacturer narrative:
The investigation did not identify any system issues that would indicate that the system contributed to the reported event. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).